Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing low blood glucose levels. Customer reported that this was his first day using the insulin pump. Blood glucose level at the time of the incident was 63 mg/dl. Customer stated that he recently had blood glucose levels of 49 mg/dl and 50 mg/dl which she treated with soda. Blood glucose level by the end of the call was 96 mg/dl. The insulin pump will not be replaced or returned for analysis.